Manufacturer narrative:
Patient¿s identifier, date of birth/age and weight are unknown. Date of postoperative screw breakage is unknown. Additional device product codes: ktt, hrs. Implanted in october 2017; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter¿s phone number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with a lateral femoral nail (lfn) on an unknown date in (B)(6) 2017 to treat a femur fracture. This fracture did not heal and the nail broke postoperatively. Patient was revised on an unknown date in (B)(6) 2017 and was implanted with a synthes locking compression distal femoral plate (lcp df). Two (2) weeks ago the patient went to the hospital for a control and the fracture did not seem to heal. It was discovered that the distal femoral plate is broken. The patient was revised on (B)(6) 2018. The broken lcp distal femur plate and 12 screws were removed. One of the screw was also broken before the removal. During the removal surgery patient was implanted with an antegrade r/afn with standard locking. Postoperatively the patient had an x-ray taken again and it was identified that the proximal part of the femur is fractured now and need to be revised again. During re-surgery, the surgeon plans to use cables and asls6 screws. And if this is not enough he will use a r/afn blade in the proximal part of the antegrad nail. Concomitant device reported: 5.0mm locking screw slf-tpng with t25 stardrive recess 40mm (part # 212.214, lot # unknown, quantity 11). This report addresses revision due to broken locking compression distal femoral plate (lcp df) and screw. This report is for one (1) 5.0mm locking screw slf-tpng with t25 stardrive recess 40mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: product code: 212.222, lot number: l271806, quantity: 1 . Product code: 212.222, lot number: l354484, quantity: 1 . Product code: 212.220, lot number: l249137, quantity: 1 . Product code: 212.215, lot number: l257449, quantity: 1 . Product code: 212.213, lot number: l287689, quantity: 1 . Product code: 212.213, lot number: l339037, quantity: 1 . Product code: 212.212, lot number: l139670, quantity: 1 . Product code: 212.212, lot number: l090954, quantity: 1 . Product code: 212.209, lot number: l268449, quantity: 2 . Product code: 212.207, lot number: l257525, quantity: 1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: a device history record (DHR) review was performed for part number: 212.218, synthes lot number: l227137: release to warehouse date: 15.dec.2016, manufacturing site: mezzovico: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: monument: DHR review & nmove to blank storage on - 19-may-2016: part #: 212.218.999, lot#: h092612 ¿ 5.0mm screw blank 48mm 05.0 locking screw w/sd25. Quantity 960. Component parts reviewed: 13023 - raw material lot: bp-80 lot: 7400899. Raw material meet specification. Raw material was received from zapp USA inc. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device evaluated by MFR: a product investigation was conducted. The complained part was forwarded to the manufacturing plant for evaluation. Summary of manufacturing evaluation: according to the complaint description a screw broke postoperatively. As received condition of device: the screw (art: 212.218, lot: l227137) is visually damaged (screw is broken post manufacturing just under the screw head) and it has been returned not in original packaging. Information etched on product matches to complaint system and DHR. DHR review: involved lot (lot: l227137) has been manufactured in december 2016. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The involved lot has been manufactured starting from the blanks lot#: h092612 obtained with raw material lot#: 7400899. The review of the raw material certificate has been performed. In the certificate, it is reported that the material fulfills the specification product inspection: the screw (lot: l227137) was inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported. All the measurable features pertinent to complaint condition have been found conforming to specification. The visual inspection confirmed that screw is broken post manufacturing just under the screw head but no nonconformance manufacturing related was identified. The raw material has been verified through review of certificate documented in the DHR review section. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: the manufacturing investigation is disposed as confirmed due to evidence that the part is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part returned to customer quality as per procedure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Corrected data: brand name. MFR site: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.